Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. No battery alert noted during testing. No pump error noted in pump history files and power graph.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer did not troubleshoot and did not send the product back for analysis. The customer did not have the serial number to process the replacement.